Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the electric pen drive device started on its own without the foot pedal being pressed. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device was fully intact with minor scratches and dings along both sides of the device. It was further determined that the device started to run and would not stop running when plugged into the console device; and an unknown liquid was found internally on the electric motor/electronic control unit assembly. The assignable root cause was due to immersion and improper cleaning. If additional information should become available, a supplemental medwatch report will be sent accordingly.